Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine on a cobas 8000 c 702 module. The initial result was 21 umol/l. The repeat result was 366 umol/l. The questionable result was reported outside of the laboratory. The creatinine reagent lot number and expiration date were not provided.

Manufacturer narrative:
As there were issues with qc results around the time of the event, a temporary hardware issue was suspected. Since the issue has not reoccurred and no service actions were performed, a specific root cause could not be determined.

Manufacturer narrative:
Section b3, date of event was updated. The initial result was on (B)(6) 2023. The repeat result was on (B)(6) 2023. The creatinine reagent lot number was 689587.